Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. A lot number with no material number reported and cannot be verified.

Event description:
It was reported that bd q-syte¿ luer access split-septum leaks the following information was provided by the initial reporter, translated from chinese to english: needle-free closed infusion connectors with diaphragm do not tightly connect infusion sets, syringes, and prefilled catheter irrigators and cause leakage

Event description:
Additional information received: material number and batch number are updated in material information grid. Catalog: 385100, batch: 2280065.

Manufacturer narrative:
Investigation summary: material # 385100. Device manufacture date: 10/18/2022. Photos received displayed box label, no defects or issues. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 2280065. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis.